Manufacturer narrative:
(B) (4) somnolence.

Event description:
It was reported that the pt experienced overdose symptoms in the middle of a bridge bolus. The drugs had been changed in the pump and the pt experienced an overdose. The pt reported to the ER. The pump was put into minimum rate mode. The pt experienced a respiratory arrest in the hospital. A telemetry strip after the report showed the bridge bolus was still running, and lasting over 200 hours. The pump was turned off, but a bridge bolus of approx 1.4 mg dilaudid and 100 mg fentanyl still caused somnolence. The pump was explanted at the pt's request. The pt outcome was reported as serious, life threatening injury/illness, recovered without sequelae.